Event description:
Pt implanted 1/28/98 in the upper vermilion borders. Onset of infection, edema and implant displacement 2/16/98. Pt treated with cloxacillin 2/18/98. The implant was explanted 8/19/98.